Event description:
The complainant reported that it was not possible to push the impella rp over the guidewire into the pulmonary artery during the impella rp insertion. After removal of the impella rp, it was noticed that the sheath was broken on the tip, and a bend in the wire on fluoroscopy was seen. The sheath, guidewire, and impella rp were exchanged. A new impella rp was successfully implanted. There was no patient harm.

Manufacturer narrative:
The pump and introducer were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and product damage (guidewire damage - peripheral vessels) has been completed. Introducer damage - mechanical: the pump and introducer were returned and inspected. The introducer was noted to be kinked and a piece of it was chipped off at the bottom. The chipped piece was found lodged in the inflow cage of the pump. The cause of the introducer damage - mechanical was most likely a sheath tip split as observed on the returned introducer. However, the cause of the split is not known due to insufficient clinical details. Product damage (guidewire damage - peripheral vessels): the guidewire was not returned. The cause of the product damage (guidewire damage - peripheral vessels) was not determined since product was not returned and insufficient clinical details.